Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 15 april 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure the activated clotting levels was 263s and heparin was administrated. The appendage morphology presented just a curve so the amulet was retracted completely twice before it was implanted. Fifteen minutes after the end of the procedure, the patient experienced bradycardia and a pericardial effusion was graphically echoed on the circumflex line direction. The pericardial effusion led to cardiac tamponade. A pericardiocentesis was performed with 2 blood bags. The physician mentioned the cause of pericardial effusion was disc of the device. The device remained implanted. The patient was reported stable and discharged.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure the activated clotting levels was 263s and heparin was administrated. The appendage morphology presented just a curve so the amulet was retracted completely twice before it was implanted. Fifteen minutes after the end of the procedure, the patient experienced bradycardia and a pericardial effusion was graphically echoed on the circumflex line direction. The pericardial effusion led to cardiac tamponade. A pericardiocentesis was performed with 2 blood bags. The physician mentioned the cause of pericardial effusion was disc of the device. The device remained implanted. The patient was reported stable and discharged.

Manufacturer narrative:
An event of bradycardia and a pericardial effusion that led to cardiac tamponade 15 minutes after the procedure was reported. A pericardiocentesis was performed with 2 blood bags. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that the amulet was retracted completely twice before it was implanted. Please note that per the instructions for use, "if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."